Manufacturer narrative:
(B)(4). H6 codes- investigation findings: correction.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device. The patient experienced dizziness. The cgm was reading 8.0 mmol/l and the blood glucose reading was 1.5 mmol/l. The patient´s partner treated the patient with glucagon injection. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.